Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and alleged that the pump had an inaccurate bolus history issue. The patient did not allege any harm or injury because of the reported issue. The patient indicated that she had bolused 2.15 units for lunch from the meter remote. However, when looking at the bolus history, the patient claimed that she saw "0.00/0.00" as a bolus for lunch. The patient reportedly bolused again via the pump. When she looked at the bolus history again, the patient claimed that the first bolus showed up but the second bolus showed as "0.00/0.00." At that point, the patient contacted anm to report the issue. Through troubleshooting, a review of the pump's bolus history showed three "0.00/0.00" records from the meter. According to the patient, the pump was locked in a desk drawer at the time of the boluses. In addition, during a review of the pump's alarm history, she claimed that there were alarms that were duplicated or were not received. The pump was replaced. She was advised to initiate a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate bolus and alarm history issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.